Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure of an unrelated event, externalized conductors were observed on the rv lead. No electrical malfunction of the lead was reported. Physician elected to cap the lead on (B)(6) 2017 and implant a new lead. Patient was stable before, during and post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.